Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently reset unexpectedly. Additionally, the pump shut down unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer turned the pump on and continued to use the pump for insulin therapy.